Event description:
The pt reported, they were flying when they felt like they were "being electrocuted during their increase." His left arm and left leg were convulsing and the pt couldn't speak. Later the same day, the pt again experienced his leg convulsing. The pt stated that he did not bring his remote with him onto the plane and did not turn his stimulation down and off before the flight. The pt also stumbled on a concrete block during his trip, but caught himself and did not fall completely down. The pt representative redirected the pt to report symptoms to the hcp. Additional information has been requested from the physician.